Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device no fault could be found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump "tested low". Based on the information received, this was interpreted as the pump was under infusing during testing. The pump did not fail with a patient. There were no reported adverse events.